Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini tray had failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.9 had failed to open. A field service engineer attempted to recover it, and pushing forward on the front of the drawer allowed it to open. It was discovered that a plastic piece on the corner of the drawer was too close. The drawer had been taken out, and the position of the plastic piece had been adjusted to resolve. The system functioned as intended after the field service engineer repaired the device.